Event description:
One of the residents was putting in a screw in the hip used a right angleclamp to manipulate a tissue then the tip of the clamp broke off. Both doctors tried to fish out the broken piece of clamp for more than 30min, could not find the piece then decided that it was more risk to take it outthan leaving it in the patient.